Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that the scanners on 2 1 and 3 1 medstations were not registered scans. It showed the light and scan, but it did not register in the machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: encompass health rehabilitation hospital of memphis a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had 2.1 and 3.1 scanner was no longer worked. A technical support specialist (tss) called and spoke with customer to gather additional details. Customer stated that after rebooting the stations, the scanners began working again. Customer approved marking the case as resolved and advised that a new case would be opened if needed. The case was closed as resolved. The system functioned as intended after the technical support specialist troubleshot the device.